Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
Dealer advised after releasing off the joystick the chair continues to move.

Manufacturer narrative:
(B)(4). Device evaluation received (B)(4) 2015. Conclusion: credit denied - missing the knob and skirt. Boot is torn open exposing the inductive, inductive washer is missing. Contaminated with foreign debris on the inductive.

Event description:
Dealer advised after releasing off the joystick the chair continues to move.